Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 19805823/20024719, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients device was causing more pain than relief and was getting stabbing sensation in the back and mid back area. The patient underwent an explant procedure.